Event description:
The acct mgr reported that he received t.w. Power supply s/n (B)(6) box on approximately 10/10 at home and inspected on 11/05 and noticed that the power setting knob was very stiff and had way more resistance than other power supplies that I have used. If you turn it to a setting and let go of knob, it will actually spring back counterclockwise a few degrees. It also seemed to make a clicking sound when turned down near the #2 setting. He does not think this should be used in a clinical setting and would request to send this unit back for evaluation and will request new unit with rm approval. No patient involvement.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Corrected section: h6 - changed device code to positioning issue. Trackwise # (B)(4). The device was returned to the factory for evaluation on 11/13/2019. An investigation was conducted on 01/22/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. A mechanical evaluation was conducted. The knob was evaluated. The knob was turned from lowest voltage to highest voltage with no physical or visual issues observed. There was no clicking sound when the knob was being evaluated. There was no spring back movement observed when the knob was being evaluated. The device was evaluated for its electrical function according to the service manual section d- ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all electrical tests performed, the led light was visible and an intermittent tone was audible when current was being measured. No smoke was observed when the power supply was turned on. The results of the electrical evaluation are as follows: no load voltage: 5.50 vdc low current: 4.00 amps dc high current: 6.00 amps dc power supply test box mcv00010390 power supply calibration mcv00030545 the values recorded are within tolerance, based on the returned condition of the device and the results of the investigation, the reported failure "positioning issue" was not confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
(B)(4).

Event description:
The acct mgr reported that he received t.w. Power supply s/n (B)(6) box on approximately 10/10 at home and inspected on 11/05 and noticed that the power setting knob was very stiff and had way more resistance than other power supplies that I have used. If you turn it to a setting and let go of knob, it will actually spring back counterclockwise a few degrees. It also seemed to make a clicking sound when turned down near the #2 setting. He does not think this should be used in a clinical setting and would request to send this unit back for evaluation and will request new unit with rm approval. No patient involvement.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number.

Event description:
The acct mgr reported that he received t.w. Power supply s/n (B)(4). Box on approximately 10/10 at home and inspected on 11/05 and noticed that the power setting knob was very stiff and had way more resistance than other power supplies that I have used. If you turn it to a setting and let go of knob, it will actually spring back counterclockwise a few degrees. It also seemed to make a clicking sound when turned down near the #2 setting. He does not think this should be used in a clinical setting and would request to send this unit back for evaluation and will request new unit with rm approval. No patient involvement.